Event description:
Customer called in response to recall letter, that the battery indicator was displayed on the affected device. There was no patient associated with the report. When the device was evaluated by physio-control, it was observed that the device would not power on.

Manufacturer narrative:
Physio-control observed that the internal batteries and the charge-pak battery charger were charge depleted. An infestation of dead ants was also observed in the charge-pak and on the power connector in the charge-pak. Root cause for the charge depleted batteries could not be conclusively determined, but contamination at the power connector of the charge-pak could cause the internal batteries to lose excessive charge while the device was powered off.